Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. Multiple attempts were made to follow-up with the customer to obtain additional information relative to the nav-ring malfunctioning; however, there was no response. Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer provided information that alleged a navigation ring (nav-ring) failure. There was no patient involvement at the time the issue was discovered.